Event description:
It was reported that the patient with the cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance measurements, measuring at 2272 ohms on this left ventricular (lv) channel. The impedance measurements were noted during the device interrogation. Upon further review, the threshold values were high as well. There was no noise reported. This lv lead currently remains in service. No adverse patient effects were reported.